Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The patient presented with critical lower limb ischemia. The target lesion was located in the 5cm complete occlusion superficial femoral artery (sfa) and diseased below the knee (btk) vessels. A 7mmx8cm epic self-expanding nitinol stent was implanted. Post dilatation was performed with a 7mm wanda balloon catheter with excellent result in the restoration of blood flow in the sfa. The procedure was completed with this device. No patient complications were reported and the patient's status was good. Two weeks following the procedure, while treating the btk vessels, images revealed stent strut fracture at the level of the adductor canal in the sfa. The patient was in an excellent condition and no compromise to the blood flow was present due to the fracture of the stent.